Event description:
Customer reports, the spinal needle was being used in a parathoracentesis procedure when the needle pulled out at the hub. The dr was able to remove the needle without surgical invervention. The pt was terminal and has expired. The death is no manner related to the device problem.